Event description:
Hcp reported system removal due to infection. The intrathecal catheter was revised in 2006, and 11 days later, the catheter and pump were removed due to infection. Additional details regarding reported event including symptoms, interventions and final outcome have been requested from the hcp, and a follow up report will be sent when new info is rec'd.